Event description:
It was reported that the system was removed after complications at another hospital. Follow up was attempted, but no futher information has been provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned in segments.